Event description:
It was reported that the fenestrated bipolar instrument was not working properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that recognition and engagement passed. Results/conclusions - engineering also observed that the distal end of main tube has a 3.75" long section with material removed on one side of the tube, and deep scratches in an area of approximately 1.125" on the opposite side and approximately .340" from the intersection with the proximal clevis. The damaged areas are parallel to the tube axis and have a rough surface finish. Based on the location and appearance, the damaged areas were most likely caused by a combination of cannula accessory and instrument collisions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. Conclusion - the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.